Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow while priming. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 320119 batch no: 9148667 it was reported no insulin flow when priming verbatim: consumer reported, no insulin flow when priming. Stated, she does prime before use. 3 pen needles affected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow while priming. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 320119 batch no: 9148667. It was reported no insulin flow when priming. Verbatim: consumer reported, no insulin flow when priming. Stated, she does prime before use. 3 pen needles affected.